Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was low delivery energy during defibrillation due to low impedance on the high voltage and svc pathways of the lead. The physician is planning to replace the lead. No patient complications have been reported as a result of this event.